Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. It was reported that they got the smaller intellis because it took too long to charge the previous ins. The patient reported that the old ins was taking 3 hours to recharge and that's why they got new ins to take less time. No patient complications have been reported because of this event.